Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The patient sensors, valve actuation and system air leak passed. Vacuum test failed. Vacuum display value reads 508mbar indicating fluid is present in hp filters. The accelerated stress test was performed and found without any failures or problems. No fluid leaks in the test cassette during the test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. Found fluid in hp2 and hp3 the cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is not confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment. Fluid was discovered in the pump module area, on the external of the cassette and on the bottom of the cassette area. It was reported the fluid leaking from a potential cassette rupture. The patient was advised to discontinue treatment and the patient stated they would revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The cycler was replaced. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: h6 investigation findings.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment. Fluid was discovered in the pump module area, on the external of the cassette and on the bottom of the cassette area. It was reported the fluid leaking from a potential cassette rupture. The patient was advised to discontinue treatment and the patient stated they would revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The cycler was replaced. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment. Fluid was discovered in the pump module area, on the external of the cassette and on the bottom of the cassette area. It was reported the fluid leaking from a potential cassette rupture. The patient was advised to discontinue treatment and the patient stated they would revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The cycler was replaced. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.